Manufacturer narrative:
The mcs tip cover accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory and/or instrument is returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that toward the end of a da vinci s hysterectomy procedure the surgeon saw a spark coming from the tip of the monopolar curved scissors (mcs) instrument with a tip cover accessory installed. When the surgical staff removed the mcs instrument, a hole was observed in the mcs tip cover accessory. The surgeon proceeded with the procedure using a replacement tip cover accessory; however, another spark coming from the replacement mcs tip cover accessory was observed. Examination of the replacement tip cover revealed that the tip cover accessory had a hole. Reportedly, the mcs instrument and tip cover accessories were inspected prior to use. The electrosurgical generator unit (esu), coag and cut settings were 35 watts. MFR report #2955842-2009-00104 was submitted for the first occurrence of the "sparking" observed by the customer. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.